Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that due to defect of the video connector, noise occurred on the image and that a defect of the main board caused the image not displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the image was noisy due to a defective video connector and there was no signal output occasionally due to a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had an abnormal and noisy image with no signal output occasionally. The issue was found during preparation for use. The diagnostic enteroscopy procedure was completed with another device of same type. There were no reports of patient harm.